Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one in.pact admiral pta balloon catheter was used to treat the right distal sfa and popliteal. Approximately 14 months post index procedure another in.pact admiral pta balloon catheter was used while treating restenosis of the right popliteal. One day post intervention re-occlusion of the right sfa was reported. The investigator assessed that the event was not related to the index study device, procedure or drug. Patient underwent right femoral/ popliteal bypass. Outcome was resolved.